Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. The photo shows two tubes with a label experiencing label lift off/folding of the label under itself. An incomplete label was not seen, however label lift was identified. In addition, 30 retain samples were visually tested for presence of label lift within the tubes. 0 of 30 samples failed. Therefore, this complaint cannot be duplicated based on retain sample testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for label lift based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes nurse found the label was wrong during blood collection. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: a nurse in the physical examination department found that the label of the tube was wrong when collecting blood, and randomly changed a blood collection tube to draw blood.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 26-sep-2023. H.6. Investigation summary: this complaint has been confirmed. Bd received 2 customer samples and 1 photo for investigation. The photo was reviewed and indicated label lift. The customer's reported defect of an incomplete label was not observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected for label defects. The 2 customer samples showed label lift. No defects were observed during retention sample inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for label lift. It has not been confirmed for incomplete label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes nurse found the label was wrong during blood collection. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: a nurse in the physical examination department found that the label of the tube was wrong when collecting blood, and randomly changed a blood collection tube to draw blood.